Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead - (B)(6) 2007. 5076 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the day after implant, the patient complained of being symptomatic over the night, and the device was found to have eight beats of non-capture on both the atrial and ventricular leads. It was suspected that the device capture management test had resulted in the loss of capture, and subsequently, the capture management was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.